Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd eclipse needle the safety shield broke off from the needle. Any patient and user impact has not yet been obtained. The following information was provided by the initial reporter: customer reports that they shield falls off the hub of an eclipse safety needle.

Event description:
It was reported that during use with an unspecified bd eclipse needle the safety shield broke off from the needle. Any patient and user impact has not yet been obtained. The following information was provided by the initial reporter: customer reports that they shield falls off the hub of an eclipse safety needle.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.